Event description:
New information received notes that the lead was actually explanted on (B)(6) 2019, not repositioned as previously stated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine post implant device check; a chest x-ray was performed and revealed right atrial dislodgment. The lead dropped down into the ventricle, exhibiting loss of sensing and inappropriate capture. The lead was successfully repositioned on (B)(6) 2019. The patient was in stable condition.